Event description:
It was reported that the pt experienced a loss of therapeutic effect. The bipolar and unipolar pairs read greater than 4,000 ohms. The lead was broken which required surgical intervention. The pt was no longer having issues with his device. Further info is being requested from the hcp.